Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned with four bands still attached to it. Two teeth were damaged, and the bands were overlapped. The handle does not have evidence that the trip wire was secured, and it was not pulled up to take up the rest of the slack. The reported event of bands unable to deploy was confirmed. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when pulling the bands. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation procedure in the esophagus, performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the bands were tangled. The procedure was not completed due to another reason. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation procedure in the esophagus, performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the bands were tangled. The procedure was not completed due to another reason. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure.